Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure the patient complained about pressure in the chest. Cardiac tamponade was then confirmed by ultrasound, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization or the physician¿s causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.